Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Reportedly, a biofilm was found in the pocket, and many yellow and hard fibers were attached. The possibility of metal allergy is also considered. There were no additional adverse patient effects reported. The ra lead was explanted.